Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra 2 meter had an "error 4" issue. The pt indicated that the alleged meter issue started two days earlier, at an unspecified time in the evening. As a result of the alleged issue, the pt skipped a dose of 44 units of insulin (unk type). The next morning at 4:00 am, the pt claimed that she developed symptoms of sweating and her heart racing. It would have been helpful to know the following information: the pt's testing frequency, her medication and diabetes management regimens, what type of insulin was skipped, what time the insulin was skipped, if she ate dinner or a snack the night before the event, and if she modified her diet or any other medication dosages due to the alleged meter issue. In addition, it would have been helpful to know what actions the patient took before and after the symptoms developed. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.